Event description:
It was reported that the pt thought their alarm had sounded. The reason for the replacement was that the pt had withdrawal symptoms which had increased pain two weeks prior to the surgery. The pt's pump was replaced on (B)(6) 2011. No pt injury was reported. The pt recovered without sequelae. The drugs used in the pump at the time of the event were dilaudid and bupivicaine. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).